Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during device preparation and prior to use in the procedure the xience alpine stent delivery system (sds) balloon would not hold negative pressure. The device was not used; there was no patient involvement. A different device was used successfully in the procedure without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis, which identified a leak from the delivery system catheter tip when pressured. A review of the electronic lot history record for the manufacturing of the reported lot revealed no associated nonconforming material records (ncmrs) related to leaks. A review of the complaint handling database was performed and identified no complaints for leaks from this lot. A detailed investigation was conducted and a product issue was identified that appeared to be related to manufacturing. Further assessment of this issue per site operating procedures is being performed. The performance of these devices will continue to be monitored.